Event description:
Medtronic received a report that while in use on a patient, upon starting using, the cuff pressure was applied but then the pressure started decreasing shortly. There was no patient harm, however, recannulation of a replacement tube required.

Manufacturer narrative:
One sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed. Air was applied to the cuff and it was observed the cuff deflated after seconds. A visual inspection was performed and it was observed it was observed the cuff presented a small cut. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.